Event description:
I have 2 boxes (5 covid tests each) of clinitest rapid covid -19 antigen self tests from siemens healthineers. They are from lot # 2202054eua. They are defective. The first test that I tried: I could not put 4 drops into the sample well. The solution was all bubbles. The next 1 from that box, as well as 2 tests from the second box: there was not enough solution to go through the dropper. Yes! I did follow directions. I have tested, using other tests, many times successfully before. I now have 10 unusable covid tests, and it appears impossible to contact siemens. Thank you -(B)(6). Reference report: mw5146234; mw5146235; mw5146236; mw5146237; mw5146239; mw5146240; mw5146241; mw5146242; mw5146243.